Event description:
New information indicates that the helix issue on the right atrial (ra) lead was related to the patient¿s physical condition, which included ra enlargement and a persistent left superior vena cava (lsvc).

Manufacturer narrative:
The helix was partially extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies. After cleaning, the helix can be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the right atrial (ra) lead was stuck with heart tissue during repositioning. The ra lead was removed, and the implant attempt was abandoned. There were no patient consequences.